Event description:
Report one of five received of a localized infection around the epidural catheter site. The customer reports that the patient had the epidural placed for post-surgery pain control. The reporter states that the patient developed an abscess at the insertion site. There was no report of adverse patient sequelae. It was unknown to the reporter the intervention, if any, that the patient received. Additional patient and event information were requested, but no further information was available.